Manufacturer narrative:
The compromised force sensor system alarmed during the prime/compromised force sensor system test at 3 lbs and there was a motor error alarm during the basic occlusion test due to moisture damage on the force sensor resistor. The motor passed the motor test. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a missing end cap sticker, and a minor scratched lcd window.

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer was changing out the infusion set. Customer's blood glucose was 340 mg/dl at the time of the incident. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.